Event description:
A trilogy evo device was returned to the service center for pretests. During the diagnostic system setup, the unit failed the active exhalation pilot reading. The proportional valve (aecm) and 3-way solenoid valve were replaced to address the issue. The system final test and performance verification were performed, and the unit passed successfully. The unit was returned to the customer for use.